Manufacturer narrative:
We the manufacturer of the device performed our own investigation, based on the data and pictures disclosed by the us importer which are the following: the information disclosed relative to the patient as well as the parameters used for the treatment has been evaluated by our manager of clinical research and practise and his conclusions are the following: the most probable cause of the event is due to a use of too much aggressive parameters for the treatment (in relation to the treat area and patient's skin type). This caused the delivery of too much energy to the patient's chin. As specified in the device's operator's manual code om122b1-d1_g.v06 (actual revision shipped with the device) at chapter 'adverse effects' burns and blisters are a foreseeable side effect especially in case of use of excessive energy. The actual device involved in this event has been evaluated by (B)(4) authorized local technician in date (B)(6) 2022 (service report code (B)(4)) and found to be working properly within specifications without any service intervention. The investigation carried out did not conclude that a design deficiency was responsible for causing the event, instead is possible to conclude that the event has been caused by a failure of the operator to properly evaluate the correct parameters in relation to the patient's characteristics (too much aggressive treatment). Due to the fact that the device is working properly within specifications, no corrective action has been implemented. The present initial report has to be considered as a final report unless FDA has further questions.

Event description:
On (B)(6) 2022, el. En. Electronic engineering (B)(4) became aware of an adverse event, reported by the us importer, (B)(4), in which it is stated that a patient developed blisters and burns following a hair removal treatment with the elite iq laser medical device. The actual device involved in the event is an elite iq laser medical device ref: m122b1, s/n: (B)(4). UDI: (B)(4). The actual device involved in the event is manufactured by el.en. Electronic engineering (B)(4) and marketed in the us with 510(k) k193426. The event took place at the event took place at (B)(6). In the narrative provided of the event it is stated that the patient was undergoing the third treatment for hair removal on the chin area. Previous treatment was performed on (B)(6) 2021 with the parameters: 15mm handpiece, 30j/cm2, 40ms and 121 pulses. The treatment that led to the burns has been performed on (B)(6) 2022 with the following parameters: 10mm, 45 j/cm2, 40ms and 184 pulses. The patient have a type skin v (dark with coarse hairs - fitzpatrick scale). Following the treatment the patient seek medical attention at the ER due to the burns and blisters reported. We, the manufacturer of device, became aware of the event on (B)(6) 2022 by specific communication of the us importer, (B)(4), and evaluated the event reportable because, according to FDA 21 cfr part 803 this event represent a serious injury due to the fact that the patient received medical attention following the treatment. Moreover, the us importer (B)(4), already evaluated the event as reportable (for the same reason) and proceeded to submit their own MDR report code MDR (B)(4) in date (B)(6) 2022. Based on that, in accordance to 21 cfr part 803.50(3), we as manufacturer of the device proceeded to submit our own MDR report in order to submit all the missing information.